Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018 the patient had their ins replaced because their other devices didn't work. It was also noted that the patient was always too medicated. No symptoms were reported. No other information was obtained at the time of the report. Follow up will be conducted to obtain additional information. No further complications were reported or anticipated.